Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the l/d that the tubing separated at safety clamp as the nurse was priming fluid in the line. There is no impact to patient.

Manufacturer narrative:
The customer¿s report that the tubing separated at safety clamp was confirmed. Visual inspection observed a separation at the engagement between the lower fitment and distal tubing. Closer inspection of the separated tubing under a lab microscope observed insufficient solvent at the end of the tubing. Extensive damage was observed on the lower fitment of set 4; a portion of the fitment was bent and also broken with evidence of stress markings. A dimensional analysis was performed on the separated tubing and was measured and found to be within specification(s). Functional testing showed no anomalies. The damage was caused by an external force. The root cause of the external force was not identified.

Event description:
It was reported that the tubing separated at safety clamp as the nurse was priming the fluid in the line. Although requested, there has been no impact to patient response or additional event information made available to date.